Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have difficulty breathing; coughing; bleeding stomach-needs surgery; heart attacks; nasal/throat irritation or soreness. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged difficulty breathing, coughing, bleeding stomach-needs surgery, heart attacks, nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed the following from an investigation:observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector. A hair like substance was observed inside and outside of the top enclosure. An unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. A contaminate consistent with keratin was observed on the blower box and addresses the issue of keratin. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The manufacturer verified the device provides airflow using a known good power supply. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer is unable to directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath, likely from a source external to the device and observed no evidence of degraded sound abatement foam. In this report, section h6 has been updated.